Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and healthcare professional: the specific por code was unknown. The patient was walked through how to clear the por from the patient programmer on (B)(6) 2017 and was able to clear the por and has reported no further issues at this time. The patient did not report any symptoms and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. A power on reset (por) was reported. Manufacturer representative reported that shemet with the patient last week and they did not have an issue at that time. The patient was currently reporting a power on reset, type unknown. It was reviewed that an informational por can be cleared with a patient programmer and clinician programmer intervention is required with a warning por. No patient symptoms were reported. The representative was to follow-up with the patient and determine if the por could be cleared. No further complications were reported/anticipated. The indication for implant was non-malignant pain.